Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5223008. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that there were two needles inside a 30 g bd ultra-fine¿ ii lancet and when the consumer removed the cover, one of the needles stuck her finger. The consumer did not seek medical attention.